Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was hospitalized for low blood glucose levels. Troubleshooting revealed that the customer may not have eaten on time, therefore causing the low blood glucose levels. All insulin pump programming was correct.